Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. It was reported that the product implanted in the patient was beyond the expiration date. The surgeon was reportedly aware of this. Our microbiology department was notified and they responded that the sterility of the product is event related and not time related. We have data showing that product from our warehouse remained sterile after 20 years as long as the seals were intact. Regarding the expired stem, based on our data it is highly likely that the product was sterile if the inspection of the packaging showed that the seals were not broken and packaging was not punctured. There has been no patient harm or injury reported. Additionally, there is no product to return, as it has been implanted. Based on this information, no further clinical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an expired product was implanted. The surgeon was aware of the expiration date.